Event description:
It was reported that the user missed a breakfast meal announcement while using the ilet system, after which the device delivered corrective insulin; the user perceived excess insulin delivery and ingested additional carbohydrates while glucose was in the 400 mg/dl range, followed by a rapid decline from 184 mg/dl to 109 mg/dl within about 20 minutes, prompting the user to pause insulin and treat with oral glucose. Symptoms included hyperglycemia followed by rapid glucose decrease suggestive of impending hypoglycemia, with user-described brittleness and continued need for oral glucose to stabilize. Outcomes included transient loss of glucose control that required user intervention with oral glucose and temporary pump pause; no medical intervention or hospitalization occurred, and glucose stabilized by the end of the interaction. Investigation included a review of device behavior and education regarding the ilet control algorithms, including corrective dosing and insulin suspension during rapid glucose declines, and scheduling of additional training. Investigation of this case revealed user error related to a missed meal announcement and subsequent perceived overtreatment of correction with compensatory carbohydrate intake. It was concluded that the event was attributable to use error with missed meal announcement, with device functioning as designed, and additional user training was recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.